Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the crystal oscillator. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
While performing an investigation on the customer's adc meter, a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. The reported ¿b4 - report date¿ was incorrect on the initial submission. The correct report date is december 07, 2016. Section g-6 (follow up#) has also been updated.

Event description:
While performing an investigation on the customer's adc meter, a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This report is being filed as a correction. The reported ¿b4 - report date¿ was incorrect on the initial submission. The correct report date is december 07, 2016.

Event description:
While performing an investigation on the customer's adc meter, a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.